Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: delamination in the suture tab and opening. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identified sharp edge opening on stable base-shell and delamination in the suture tab assessed as unidentified tear opening. Based on the device analysis the final assessment is: a sharp opening on plug strap disk shell due to an unidentified (tear) opening. Delamination of the suture tab assessed as adhesive failure.

Event description:
Healthcare professional reported a left side deflation of a tissue expander. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Deflation - patients should be advised that the tissue expanders may deflate, and require replacement surgery. Deflation occurs when saline leaks through a damaged injection site or a damaged tissue expander envelope. The following is a list of potential adverse events that may occur with breast implant surgery. The risks include: implant deflation/leakage, additional surgery, capsular contracture, infection, toxic shock syndrome, necrosis, hematoma, seroma, extrusion, breast pain, changes in nipple sensation, changes in breast sensation, dissatisfaction with cosmetic results (wrinkling, folding, displacement, asymmetry, palpability, visibility, ptosis, sloshing), calcific deposits, irritation/inflammation, delayed wound healing, hypertrophic scarring, breast tissue atrophy/chest wall deformity, difficulty/inability in breast feeding, and inability to adequately visualize breast lesions with mammography. In addition to these potential adverse events, there have been concerns with certain systemic diseases.

Event description:
Healthcare professional reported a left side deflation of a tissue expander. Device has been explanted.